Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (Catalog number, UDI number) and d5 are unknown, no information provided to date.

Event description:
It was reported that a pump was not recognizing when a cartridge was inserted. Therapy has not been interrupted as the patient had a second pump. This is a continuous infusion. The event occurred while in use with the patient. There was no patient injury.